Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ small perforation in the fallopian tube developed due to the hemostat"), bladder injury ("bladder damage"), genital haemorrhage ("abnormal bleeding (general)") and thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer") in a 40-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia. Concurrent conditions included overweight, menses irregular, thyroid cancer, chronic back pain, overweight, asthma and hypothyroidism. Concomitant products included clonazepam, levothyroxine, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride (roxicodone) and salbutamol sulfate (ventolin hfa). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and rash ("rashes or skin conditions type: rashes on face/rashes"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2013, the patient was found to have thyroid cancer (seriousness criterion medically significant) and experienced fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision"), arthralgia ("joint pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced pelvic pain ("pain"), 4 years after insertion of essure. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and confusional state ("neurological conditions or problems type: confusion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and adhesion ("adhesions"). The patient was treated with surgery (mini laparotomy. Removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, bladder injury, genital haemorrhage and vision blurred outcome was unknown and the thyroid cancer, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood swings, migraine, headache, nausea, confusional state, depression, rash, weight increased, alopecia, arthralgia, back pain, abdominal pain, vaginal haemorrhage, menorrhagia and adhesion had not resolved. The reporter considered abdominal pain, adhesion, alopecia, arthralgia, back pain, bladder injury, confusional state, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, thyroid cancer, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 208 lbs. There were 2 coils left on both the sides post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia and adhesions. Event onset dates were updated. Event clubbed: rashes or skin conditions type: rashes on face/rashes. Aka name added. Concomitant medications added. Event outcome added for all claimed events from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and bladder injury ("bladder damage") in a 40-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (removal of essure implant in 2013). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and bladder injury ("bladder damage") in a 40-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (removal of essure implant in 2013). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality- safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ small perforation in the fallopian tube developed due to the hemostat"), bladder injury ("bladder damage"), genital haemorrhage ("abnormal bleeding (general)") and thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer") in a 40-year-old female patient who had essure (batch no: 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, menses irregular, thyroid cancer and chronic back pain. Concomitant products included clonazepam and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient was found to have thyroid cancer (seriousness criterion medically significant) and experienced fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision"), arthralgia ("joint pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced pelvic pain ("pain"), 4 years after insertion of essure. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and confusional state ("neurological conditions or problems type: confusion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and rash ("rashes or skin conditions type: rashes on face"). The patient was treated with surgery (mini laparotomy. Removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, bladder injury, genital haemorrhage, thyroid cancer, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood swings, migraine, headache, nausea, confusional state, depression, rash, vision blurred, weight increased, alopecia, arthralgia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder injury, confusional state, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, rash, thyroid cancer, vision blurred and weight increased to be related to essure. The reporter commented: current weight 208 lbs. There were 2 coils left on both the sides post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: medical record received : reporter's information was added. Preferred term of event perforation was updated from perforation to fallopian tube perforation. Concomitant diseases were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), bladder injury ("bladder damage") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included clonazepam and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), weight increased ("weight gain") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea"), thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer"), vision blurred ("vision/eye problems type: blurred vision"), arthralgia ("joint pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("pain"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and confusional state ("neurological conditions or problems type: confusion"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and rash ("rashes or skin conditions type: rashes on face"). The patient was treated with surgery (B)(6) 2014 surgical removal of coil(s)). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, bladder injury, genital haemorrhage, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood swings, migraine, headache, nausea, confusional state, depression, rash, thyroid cancer, vision blurred, weight increased, alopecia, arthralgia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder injury, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, perforation, rash, thyroid cancer, vision blurred and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received event " abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, migraines / headaches, nausea, confusion, depression, rashes on face, thyroid cancer, blurred vision, weight gain, hair loss, back pain, abdominal pain, joint pain." Added. Reporter, patient and product information added. Concomitant condition and concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and bladder injury ("bladder damage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (removal of essure implant in 2013). Essure was removed in 2013. At the time of the report, the perforation, bladder injury and pain outcome was unknown. The reporter considered bladder injury, pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.